Event description:
In (B)(6) the health care provider explanted the patient's pump and planned to write prescriptions for oral medication. It was later reported that the devices were explanted due to infection. The pump delivered morphine, clonidine, and bupivacaine.

Manufacturer narrative:
Catheter model # 8711 serial # (B)(4) implanted on: (B)(6) 2011 explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).